Manufacturer narrative:
(B)(4). Upon completion of the investigation, the cause was identified to be use error. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A photo was received and evaluated. A visual inspection was performed with no issues noted. The reported problem could not be identified.

Event description:
During troubleshooting of an unrelated issue, it was reported that the home patient (hp) had replaced the cassette, but not the rest of the disposable supplies. The event occurred during use on the homechoice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.